Event description:
The product was used during an inguinal hernia repair procedure. Reportedly, an infection occurred two weeks postoperatively. The hospital has reported that the infection healed when the suture was removed.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.